Manufacturer narrative:
The device history record for the lot number, um5049xxx, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The package label was returned with the sample. The sample appeared in generally clean condition. The green connector was inserted into the endotracheal tube at a distance of 5mm. There remained 7mm of the connector tip that was not engaged with the endotracheal tube. The product specification did not include requirement for insertion depth of the connector. In the condition received, the connector was not positioned with the wings aligned with the inflation line and the radiopaque stripe, as stated in the product specification halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A report was received from (B)(6) stating that expansion of the tube for receiving the connector became shorter and cut at an angle during use of the device. During anesthesia it disconnected repeatedly. The tube adapter was in a form that changed the surface structure of the tube which made it rougher. In order to connect to the anesthetic filter the user had to separate the connector. Both issues were related to the green connector. The smaller end, which was connected to the tube, became disconnected during the ventilation. This was possibly due to the tube which was connected. Compared to previous experiences, the connector was secured by only a few millimeters, so the connecting range is shorter and the tubing end is not as secured to the connector. Additionally, the other end of the connector which goes on the filter seems to have a rough surface and it is difficult to disconnect. Additional information received on 11/18/2015 stated the incident occurred while the physician was with the patient and it was observed immediately. There was no reported injury nor was there medical or surgical intervention.